Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that original implant done on (B)(6) 2016 and was revised on (B)(6) 2017 for poly exchange and patella revision. Both procedures done at (B)(6). On (B)(6) 2018 patient presented with a decreased rom and full revision was performed. The patella was preserved with (part 151820038/lot # 8272947). It was also reported in the der that there was loosening at the tibial component at cement to implant interface. Cement manufacturer is unknown. Doi: (B)(6) 2016 for the femur and tibia. Doi: (B)(6) 2017 for the insert. Dor: (B)(6) 2018; left knee.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # : (B)(4). No device associated with this report was received for examination.